Event description:
I had liposuction with j-plasma/renuvion on my arms in mid (B)(6) of 2021. I tried to play tennis one day in (B)(6) and had to stop after hitting one ball. My arms felt very odd--they began to hurt and I got an odd shivering type pain that went up my body. Shortly after that I experienced shooting pains in my forearms. I then got tingling in my feet and hands. I got vaccinated in (B)(6) of 2022 and after that I got chills when being touched, drops in blood pressure to 77/44, and have gone on to be diagnosed with small fiber neuropathy. Neurologist feels neuropathy was made full blown by vaccine, and lip suction had nothing to do with it (as he and none of my other doctors can find any information about liposuction causing small fiber neuropathy), but when I had the reunuvion procedure, I felt as if my arms were being electrocuted. It seems odd that the symptoms first started in arms when that's where the renuvion was done. FDA safety report ID# (B)(4).